Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
Part of foil found in lg-connector during incoming inspection. No signs of non-authorized opening of connector. This event occurred at the time to during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: this event was caused by not noticing the remaining foreign matter during product assembly.